Event description:
It was initially reported to boston scientific corp on april 15, 2009, that a flexima biliary stent system was used during a calculus removal procedure on a (B)(6) pt on (B)(6), 2009. According to the complainant, the stent could not be deployed in a lesion which was surrounded by a large stone. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add' relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. A visual examination of the returned device found the guide catheter bent, stretched and it had a suture impression on it. Several bends were noted on the push catheter and the suture hole was lightly torn. The proximal end of the guide catheter was stretched on the guidewire and could not be released. The suture and the stent were not returned for add'l analysis. Functional test confirmed the guide catheter was severely damaged when a guidewire as advanced through it. Resistance was felt as a result of multiple kinks on the guide catheter. Following the device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that stent failed/unable to deployed. It appears that the guide/push catheter was kinked during placement of the device. The kink appears ot have caused resistance when the guidewire was being back-loaded for deployment. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure where the performance was limited. (B)(4).